Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were loosing urine when their bladder was full and they were still leaking. At night time they would leak and always be wet. They met the manufacturing representative (rep) and they reprogrammed the device. The patient was instructed to decrease stimulation if it was uncomfortable, so they did. The patient noticed no symptoms improvement and wanted to talk to someone about it. Changing programs was reviewed with the patient. It was noted that they patient does feel stimulation. When asked, the patient said they met with the rep on (B)(6) 2016 because the first program was not working at all, then they said the therapy initially stopped helping them on (B)(6) 2016. Additional information from the patient, on 2016-aug-22 reported the same issue previously mentioned and that they were going to the bathroom every couple hours. When they had the temporary monitor, they were called daily to see how they were doing and to monitor the function of their bladder. Their current "vibrator" is not helping them as much as they had hoped. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.